Manufacturer narrative:
Weight-race: unk. PMA/510(k): this product is not marketed in the us. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo 12.6 implantable collamer lens of -10.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. Lens was implanted,removed and replaced intra-operatively for the same model, size and diopter due to lens tear/ break during injection/delivery into the eye. The replacement lens resolved the problem. Cause reported as unknown.